Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while charging causing the pump to shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer continued to use current pump.